Event description:
The doctor was placing an epidural prior to a procedure and the circulating nurse noticed a hole in the catheter. They discontinued use of the catheter and upon removal the catheter tip broke and the patient retained a portion of the tip. I had a subsequent conversation with the doctor and the pain nurse. The patient was in fact ok. The doctor said the epidural insertion was smooth and when he went to inject the test dose, he noticed a leak at the skin (10cm mark of the catheter). Upon further inspection he noticed that the catheter appeared to be severed. Decided to remove the catheter and place a new one. When he tried to remove the catheter, it came apart with a gentle pull and the remaining distal 10 cm remained in the patients back (polyurethane and coil). The doctor stated that it appeared as if the catheter had been severed. He was able to remove the coil. No intervention was performed. We consulted with neuro/orthopedic spine surgeon who said not to intervene unless in the future a problem arises. Spoke with the patient and family at length to follow up if any issues arise.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The doctor was placing an epidural prior to a procedure and the circulating nurse noticed a hole in the catheter. They discontinued use of the catheter and upon removal the catheter tip broke and the patient retained a portion of the tip. I had a subsequent conversation with the doctor and the pain nurse. The patient was in fact ok. The doctor said the epidural insertion was smooth and when he went to inject the test dose, he noticed a leak at the skin (10cm mark of the catheter). Upon further inspection he noticed that the catheter appeared to be severed. Decided to remove the catheter and place a new one. When he tried to remove the catheter, it came apart with a gentle pull and the remaining distal 10 cm remained in the patients back (polyurethane and coil). The doctor stated that it appeared as if the catheter had been severed. He was able to remove the coil. No intervention was performed. We consulted with neuro/orthopedic spine surgeon who said not to intervene unless in the future a problem arises. Spoke with the patient and family at length to follow up if any issues arise.